Event description:
It was reported that before use of the syringe 0.5ml 31g 8mm twbls 500 nola there was a burr inside of the barrel of the syringe. The following information was provided from the customer: I told you that I have a sister with diabetes and we had the need to buy syringes to inject insulin and one of them has a "burr" inside the tube. Information received by email on 4/29/2019: the incident was noticed before the use of the syringe, so there was no damage to the patient/health professional.

Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open blister pack from lot # 7353524. Customer states that there is a burr inside the tube. The returned syringe was examined and exhibited a hard piece of material inside the barrel. This material was determined to be plastic. A review of the device history record was completed for batch# 7353524. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200743245, 200742869] noted that did not pertain to the complaint. Possible root cause: the grinder at the mold press can discharge barrel runner pieces which are kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. Static charge can cause the runner pieces to adhere to the tote or molded components. Totes of molded components are transferred to the assembly operations, which then are emptied into the vibratory bin. This can dislodge the regrind piece, which can potentially find its way into the barrel fluid path.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 0.5ml 31g 8mm twbls 500 nola, there was a burr inside of the barrel of the syringe. The following information was provided from the customer: I told you that I have a sister with diabetes and we had the need to buy syringes to inject insulin and one of them has a "burr" inside the tube. Information received by email on 4/29/2019: the incident was noticed before the use of the syringe, so there was no damage to the patient/health professional.